Manufacturer narrative:
This report is submitted on february 17, 2023.

Event description:
Per the clinic, the patient experienced a performance decrement subsequent to sustaining a head trauma (specific date not reported). The device was explanted on (B)(6) 2023. It is unknown if there are plans to re-implant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on march, 15 2023.